Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for thyrotropin (tsh). The erroneous result was not reported outside of the laboratory. The sample initially resulted as 0.28. The sample was repeated and resulted as 7.5. The units of measure used for tsh were asked for, but not provided. The patient was not adversely affected. The tsh reagent lot number was 187741. The reagent expiration date was asked for, but not provided. A specific root cause could not be determined based on the provided information. Information required for investigation was requested, but not provided.